Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the after completing the load process the customer's pump did not allow to resume insulin and restarted to the load sequence. Reportedly, the customer received a notification but does not remember the message of the notification. Tandem technical support, reviewed the pump load and no alerts or alarms were identified to indicate a cartridge change. The customer indicated would reload the cartridge. There was no impact to the customer's blood glucose level.